Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/30/2024. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: - device return status. Please document the shipment tracking number: fedex tracking #(B)(6) or #(B)(6) (sent in two packages and did not think to record item on scanned ticket) - please provide the source or name of person providing answers to follow-up questions: (B)(6) , aeasi. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received two open samples that pertained to the product code k833h. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: related events reported via: 2210968-2024-00680, and 2210968-2024-00681

Event description:
It was reported that a patient underwent an abdominal closure on an unknown date and suture was used. During the procedure, the surgeon was suturing intra abdominally, and the needle fell off of the suture when the surgeon was pulling the suture strand through the tissue. There were no adverse patient consequences.